Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown and the migraine had not resolved. The reporter considered medical device removal and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. (B)(6) 2019 specimen: uterus, cervix, b/l fallopian tubes. Gross description: uterus, cervix, bilateral fallopian tubes," received in formalin is a 9.7 (superior-inferior) x 7.7 (cornu-cornu). X 5.4 (anterior-posterior) cm and 132.7 g, post fixation, simple hysterectomy and bilateral salpingectomy specimen. The serosa is tan-pink, smooth, and glistening with no fibrous adhesions. The adnexa contains bilateral fallopian tubes. The left is 5.1 cm in length and 0.8 cm in average diameter. The tube is tan-brown and tortuous, with attached fimbriae. The right fallopian tube is 5.3 cm in length and 0.4 cm in average diameter. The tube is tan-brown and tortuous, with attached fimbriae. The cut surface of the tube reveals a spring implanted in the isthmus, which is approximately 2 cm in length. The fimbriae contains red-brown fluid and appears hemorrhagic upon sectioning. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the pelvic pain outcome was unknown and the migraine had not resolved. The reporter considered migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008, (B)(6) 2008. Insertion details-coils that appeared trailing into the uterine cavity was 5 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown and the migraine had not resolved. The reporter considered medical device removal and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. (B)(6) 2019. Specimen: uterus, cervix, b/l fallopian tubes gross description: uterus, cervix, bilateral fallopian tubes", received in formalin is a 9.7 (superior-inferior) x 7.7 (cornu-cornu), x 5.4 (anterior-posterior) cm and 132.7 g, post fixation, simple hysterectomy and bilateral salpingectomy specimen. The serosa is tan-pink, smooth, and glistening with no fibrous adhesions. The adnexa contains bilateral fallopian tubes. The left is 5.1 cm in length and 0.8 cm in average diameter. The tube is tan-brown and tortuous, with attached fimbriae. The right fallopian tube is 5.3 cm in length and 0.4 cm in average diameter. The tube is tan-brown and tortuous, with attached fimbriae. The cut surface of the tube reveals a spring implanted in the isthmus, which is approximately 2 cm in length. The fimbriae contains red-brown fluid and appears hemorrhagic upon sectioning. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the pelvic pain outcome was unknown and the migraine had not resolved. The reporter considered migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2008. Insertion details-coils that appeared trailing into the uterine cavity was 5 . Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received-lot number added. Event medical device removal updated to pelvic pain. New reporter, insertion details, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.z